Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during insertion.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. Both photos show a spring wire guide (swg) that is unraveled. It cannot be determined if the sample is separated or not without performing a complete visual inspection on a returned sample. A device history record review was performed and no relevant findings were identified. The complaint of a spring wire guide unraveled was confirmed by the customer photos. However, complete complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the spring wire guide kinked during insertion.